Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as rubbed sore under her breast that bled. It was reported the patient had mrsa at the time of the irritation. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed a cream for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as rubbed sore under her breast that bled. It was reported the patient had mrsa at the time of the irritation. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed a cream for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 8/31/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.